Event description:
Alaris IV pump was plugged in (verified by event log) and was used during the night for fluid boluses. It was still plugged in but turned off after the last bolus. At 0700 the pump was turned on to use for a vasopressor medication and it alarmed and read "replace batter" in green writing. Another pump was used so there was no harm to the patient but it's unclear why the battery failure impacted the functionality of the pump while it was plugged into an emergency outlet. Manufacturer response for IV pump, (brand not provided) (per site reporter) no response yet, they are still evaluating the pump.